Manufacturer narrative:
E1: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer requested assistance obtaining audit logs following a patient desaturation in which there were no audible or visual alarms on the monitor. It was indicated the neonatal patient desaturated to 64% but no alarm occurred as the spo2 rose to 90%. In addition, it was noted the patient's clinical condition did not match the low spo2 value, so it was thought signal capture quality was the issue. Based on the information received, there does not appear to be a true desaturation as the clinical condition of the patient did not match the spo2 value. Also, the customer indicated there was no patient incident.